Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer experienced diabetic ketoacidosis and blood glucose (bg) level was reported as ¿high¿; however, a specific value was not provided. The customer administered a manual injection to address bg level. Reportedly, a new cartridge was loaded, and insulin delivery was resumed.